Manufacturer narrative:
Review of the device history records notes no material nonconformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions nor labeling that may have caused or contributed to this mode of failure. There is no evidence of implant or instrumentation malfunction.

Event description:
On (B)(6) 2018, the patient fell and suffered dislocation. This dislocation could not be manipulated. An x-ray showed that the stem was not in the cup and it had moved upward. A revision was performed and a cemented stem was implanted.